Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent partial hysterectomy). At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had lodged into the walls of her uterus/ perforation of her uterine lining/ device had perforated the uterine wall/ uterine perforation/ perforation"), abdominal pain ("severe abdominal pain/ abdomen pain-severe"), genital haemorrhage ("excessive bleeding/ unusual bleeding/ abnormal bleeding/ bleeding") and procedural haemorrhage ("there was also bleeding which resulted in two stitches being placed into her cervix.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "insert a third device into her fallopian tube". The patient's past medical history included fibromyalgia, depression, gravida ii, parity 2, live birth on (B)(6) and live birth on (B)(6). Concurrent conditions included obesity. Concomitant products included oral contraceptive nos in (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 16 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic pain/ pain"), mental disorder ("various mental health issues/ caused or aggravated any psychiatric or psychological condition"), swelling ("swelling nos"), fibromyalgia ("exacerbated fibromyalgia symptoms"), depression ("exacerbated depression"), arthralgia ("chronic joints pain"), device deployment issue ("second device was unable to be deployed") and investigation noncompliance ("she did not undergo essure confirmation test"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic pain/ pain"), mental disorder ("various mental health issues/ caused or aggravated any psychiatric or psychological condition"), swelling ("swelling nos"), fibromyalgia ("exacerbated fibromyalgia symptoms"), depression ("exacerbated depression"), arthralgia ("chronic joints pain"), device deployment issue ("second device was unable to be deployed") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery and surgery (underwent partial hysterectomy). At the time of the report, the uterine perforation, abdominal pain, mental disorder, fibromyalgia, depression, arthralgia, device deployment issue and investigation noncompliance outcome was unknown and the genital haemorrhage, procedural haemorrhage, pelvic pain and swelling had resolved. The reporter considered abdominal pain, arthralgia, depression, device deployment issue, fibromyalgia, genital haemorrhage, investigation noncompliance, mental disorder, pelvic pain, procedural haemorrhage, swelling and uterine perforation to be related to essure. The reporter commented: plaintiff stated that she underwent a laparoscopic right salpingectomy on (B)(6) 2010 and a laparoscopic supracervical hysterectomy with left salpingectomy on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Most recent follow-up information incorporated above includes: on 08-jan-2018: event severe pelvic pain, perforation of her uterine, device had lodged into the walls of her uterus, various mental health issues, pain in her lower abdomen, cramping, swelling, psychological condition, exacerbated fibromyalgia, exacerbated depression, chronic joints pain, second device was unable to be deployed, investigation noncompliance, bleeding which resulted in two stitches, third device into her fallopian tubes was added and event severe pelvic pain, bleeding was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had lodged into the walls of her uterus/ perforation of her uterine lining/device had perforated the uterine wall/ uterine perforation/perforation"), abdominal pain ("severe abdominal pain/ abdomen pain-severe"), genital haemorrhage ("excessive bleeding/ unusual bleeding/ abnormal bleeding/bleeding") and procedural haemorrhage ("there was also bleeding which resulted in two stitches being placed into her cervix.") In a 25-year-old female patient who had essure (batch no: 676716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "second device was unable to be deployed", device monitoring procedure not performed "she did not undergo essure confirmation test" and device use issue "insert a third device into her fallopain tube". The patient's medical history included fibromyalgia, depression, gravida ii, parity 2, multiparous on (B)(6) 2009, live birth on (B)(6) 2010, endometriosis externa, opioid use disorder, carpal tunnel release, r sciatica, laparoscopy in 2004, drug allergy, tonsillectomy, narcotic abuse, myringotomy, discogram in 2006, steroid therapy in 2006, right upper quadrant pain, endometriosis ablation, multigravida, tonsillectomy, endometriosis, insomnia and chronic pain. Narcotic abuse, prescription medication addiction. The patient smokes 1/4 pack of cigarettes a day. On (B)(6) 2010, biopsy-fibromyalgia and chronic pain. Previously administered products included for an unreported indication: discogram wf steroid injections. Concurrent conditions included obesity, inflammation (segment of fallopian tube with focal acute), paratubal cyst (para tubal cyst), migraine, pelvic pain female (after essure placement.), pulmonary congestion, anesthesia, drug allergy, cigarette smoker (1/4 pack of cigarettes a day), fibromyalgia and back pain. Family history included hypertension (father, sibling, grandparent), osteoporosis (mother), diabetes (grandparent), headache (mother), musculoskeletal disorder (mother), osteoporosis (mother), arthritis (mother) and genitourinary symptom (sister). Concomitant products included ibuprofen, lorazepam (ativan), methadone, oral contraceptive nos since on (B)(6) 2010, oxycodone and oxycodone hydrochloride; paracetamol (percocet). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic pain/ pain") and mental disorder ("various mental health issues/caused or aggravated any psychiatric or psychological condition"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), swelling ("swelling nos"), fibromyalgia ("exacerbated fibromyalgia symptoms"), depression ("exacerbated depression"), arthralgia ("chronic joints pain"), anxiety ("anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder") and post-traumatic stress disorder ("post-traumatic stress disorder"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, abdominal pain, mental disorder, arthralgia, anxiety, obsessive-compulsive disorder and post-traumatic stress disorder outcome was unknown, the genital haemorrhage, procedural haemorrhage and swelling had resolved and the pelvic pain, fibromyalgia and depression had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, depression, fibromyalgia, genital haemorrhage, mental disorder, obsessive-compulsive disorder, pelvic pain, post-traumatic stress disorder, procedural haemorrhage, swelling and uterine perforation to be related to essure. The reporter commented: plaintiff stated that she underwent a laparoscopic right salpingectomy on (B)(6) 2010 and a laparoscopic supracervical hysterectomy with left salpingectomy on (B)(6) 2010. There were 5 exposed coils on the left. However, the device itself did not deploy despite proper technique with the roller and deploy button. Therefore, a 3rd device was obtained and placed again into the right cornual area without resistance, upon deployment of the device 3 coils were observed on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Pathology test: on (B)(6) 2010. X-ray: on an unknown date: results: abnormal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain (confirming pelvic pain), fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: added event anxiety, post-traumatic stress disorder, and obsessive-compulsive disorder. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had lodged into the walls of her uterus/ perforation of her uterine lining/device had perforated the uterine wall/ uterine perforation/ perforation"), abdominal pain ("severe abdominal pain/ abdomen pain-severe"), genital haemorrhage ("excessive bleeding/ unusual bleeding/ abnormal bleeding/bleeding") and procedural haemorrhage ("there was also bleeding which resulted in two stitches being placed into her cervix.") In a 25-year-old female patient who had essure (batch no. 676716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "second device was unable to be deployed", device monitoring procedure not performed "she did not undergo essure confirmation test" and device use issue "insert a third device into her fallopain tube". The patient's past medical history included fibromyalgia, depression, gravida ii, parity 2, multiparous on (B)(6) 2009, live birth on (B)(6) 2010, endometriosis externa, opioid use disorder, carpal tunnel release, r sciatica, laparoscopy in 2004, drug allergy, tonsillectomy, narcotic abuse, myringotomy, discogram in 2006, steroid therapy in 2006, right upper quadrant pain, endometriosis ablation, multigravida, tonsillectomy and endometriosis. Narcotic abuse, prescription medication addiction. The patient smokes 1/4 pack of cigarettes a day. Previously administered products included for an unreported indication: discogram wf steroid injections in 2006. Concurrent conditions included obesity, inflammation (segment of fallopian tube with focal acute), paratubal cyst (para tubal cyst), migraine, pelvic pain female (after essure placement.), pulmonary congestion, anesthesia, drug allergy, cigarette smoker (1/4 pack of cigarettes a day), fibromyalgia and back pain. Family history included hypertension (father, sibling, grandparent), osteoporosis (mother) and diabetes (grandparent). Concomitant products included ibuprofen, lorazepam (ativan), methadone, oral contraceptive nos since (B)(6) 2010, oxycocet (percocet) and oxycodone. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic pain/ pain") and mental disorder ("various mental health issues/caused or aggravated any psychiatric or psychological condition"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 16 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), swelling ("swelling nos"), fibromyalgia ("exacerbated fibromyalgia symptoms"), depression ("exacerbated depression") and arthralgia ("chronic joints pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with left salpingectomy) and surgery (laparoscopic supracervical hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, abdominal pain, mental disorder and arthralgia outcome was unknown, the genital haemorrhage, procedural haemorrhage and swelling had resolved and the pelvic pain, fibromyalgia and depression had not resolved. The reporter considered abdominal pain, arthralgia, depression, fibromyalgia, genital haemorrhage, mental disorder, pelvic pain, procedural haemorrhage, swelling and uterine perforation to be related to essure. The reporter commented: plaintiff stated that she underwent a laparoscopic right salpingectomy on (B)(6) 2010 and a laparoscopic supracervical hysterectomy with left salpingectomy on (B)(6) 2010. There were 5 exposed coils on the left. However, the device itself did not deploy despite proper technique with the roller and deploy button. Therefore, a 3rd device was obtained and placed again into the right cornual area without resistance, upon deployment of the device 3 coils were observed on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. X-ray - on an unknown date: abnormal. (B)(6) 2010, biopsy-fibromyalgia and chronic pain. On (B)(6) 2010, pathology report- tissue/diag- fallopian tube (right biopsy) / segment of fallopian tube with focal acute inflammation and para tubal cyst. Fallopian tube (left) / fragments of markedly cauterized tissue compatible with tubal origin. Clinical information- abdominal pain. Gross- the tube is not dilated and no adhesion is seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain (confirming pelvic pain), fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of product technical compliant. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had lodged into the walls of her uterus/ perforation of her uterine lining/device had perforated the uterine wall/ uterine perforation/perforation"), abdominal pain ("severe abdominal pain/ abdomen pain-severe"), genital haemorrhage ("excessive bleeding/ unusual bleeding/ abnormal bleeding/bleeding") and procedural haemorrhage ("there was also bleeding which resulted in two stitches being placed into her cervix.") In a 25-year-old female patient who had essure (batch no. 676716) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test", device use issue "insert a third device into her fallopian tube" and device deployment issue "second device was unable to be deployed". The patient's past medical history included fibromyalgia, depression, gravida ii, parity 2, multiparous on (B)(6) 2009, live birth on (B)(6) 2010, endometriosis externa, opioid use disorder, carpal tunnel release, r sciatica, laparoscopy in 2004, drug allergy, tonsillectomy, narcotic abuse, myringotomy, discogram in 2006, steroid therapy in 2006, right upper quadrant pain, endometriosis ablation, multigravida, tonsillectomy and endometriosis. Narcotic abuse, prescription medication addiction. The patient smokes 1/4 pack of cigarettes a day. Previously administered products included for an unreported indication: discogram wf steroid injections in 2006. Concurrent conditions included obesity, inflammation (segment of fallopian tube with focal acute), paratubal cyst (para tubal cyst), migraine, pelvic pain female (after essure placement.), pulmonary congestion, anesthesia, drug allergy, cigarette smoker (1/4 pack of cigarettes a day), fibromyalgia and back pain. Family history included hypertension (father, sibling, grandparent), osteoporosis (mother) and diabetes (grandparent). Concomitant products included ibuprofen, lorazepam (ativan), methadone, oral contraceptive nos since december 2010, oxycocet (percocet) and oxycodone. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic pain/ pain") and mental disorder ("various mental health issues/caused or aggravated any psychiatric or psychological condition"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 16 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), swelling ("swelling nos"), fibromyalgia ("exacerbated fibromyalgia symptoms"), depression ("exacerbated depression") and arthralgia ("chronic joints pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, abdominal pain, mental disorder and arthralgia outcome was unknown, the genital haemorrhage, procedural haemorrhage and swelling had resolved and the pelvic pain, fibromyalgia and depression had not resolved. The reporter considered abdominal pain, arthralgia, depression, fibromyalgia, genital haemorrhage, mental disorder, pelvic pain, procedural haemorrhage, swelling and uterine perforation to be related to essure. The reporter commented: plaintiff stated that she underwent a laparoscopic right salpingectomy on (B)(6) 2010 and a laparoscopic supracervical hysterectomy with left salpingectomy on (B)(6) 2010. There were 5 exposed coils on the left. However, the device itself did not deploy despite proper technique with the roller and deploy button. Therefore, a 3rd device was obtained and placed again into the right cornual area without resistance, upon deployment of the device 3 coils were observed on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. X-ray - on an unknown date: abnormal (B)(6) 2010, biopsy-fibromyalgia and chronic pain on (B)(6) 2010, pathology report- tissue/diag- fallopian tube (right biopsy) / segment of fallopian tube with focal acute inflammation and para tubal cyst. Fallopian tube (left) / fragments of markedly cauterized tissue compatible with tubal origin. Clinical information- abdominal pain. Gross- the tube is not dilated and no adhesion is seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain (confirming pelvic pain), fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. New reporters and plaintiff demography added. Lot number received. Patient's medical history was added. Event investigation non compliance updated to device monitoring procedure not performed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had lodged into the walls of her uterus/ perforation of her uterine lining/device had perforated the uterine wall/ uterine perforation/perforation"), abdominal pain ("severe abdominal pain/ abdomen pain-severe"), genital haemorrhage ("excessive bleeding/ unusual bleeding/ abnormal bleeding/bleeding") and procedural haemorrhage ("there was also bleeding which resulted in two stitches being placed into her cervix.") In a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "insert a third device into her fallopain tube". The patient's past medical history included fibromyalgia, depression, gravida ii, parity 2, multiparous on (B)(6) 2009, live birth on (B)(6) 2010, endometriosis externa, opioid use disorder, carpal tunnel release, r sciatica, laparoscopy in 2004, drug allergy, tonsillectomy, narcotic abuse, myringotomy, discogram in 2006 and steroid therapy nos in 2006. Narcotic abuse, prescription medication addiction. The patient smokes 1/4 pack of cigarettes a day. Previously administered products included for an unreported indication: discogram wf steroid injections in 2006. Concurrent conditions included obesity, inflammation (segment of fallopian tube with focal acute), paratubal cyst (para tubal cyst), migraine, pelvic pain female (after essure placement.), pulmonary congestion, anesthesia, drug allergy and cigarette smoker (1/4 pack of cigarettes a day). Family history included hypertension (father, sibling, grandparent), osteoporosis (mother) and diabetes (grandparent). Concomitant products included ibuprofen, lorazepam (ativan), methadone, oral contraceptive nos since (B)(6) 2010, oxycocet (percocet) and oxycodone. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 16 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic pain/ pain"), mental disorder ("various mental health issues/caused or aggravated any psychiatric or psychological condition"), swelling ("swelling nos"), fibromyalgia ("exacerbated fibromyalgia symptoms"), depression ("exacerbated depression"), arthralgia ("chronic joints pain"), device deployment issue ("second device was unable to be deployed") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery and surgery (underwent partial hysterectomy). At the time of the report, the uterine perforation, abdominal pain, mental disorder, fibromyalgia, depression, arthralgia, device deployment issue and investigation noncompliance outcome was unknown and the genital haemorrhage, procedural haemorrhage, pelvic pain and swelling had resolved. The reporter considered abdominal pain, arthralgia, depression, device deployment issue, fibromyalgia, genital haemorrhage, investigation noncompliance, mental disorder, pelvic pain, procedural haemorrhage, swelling and uterine perforation to be related to essure. The reporter commented: plaintiff stated that she underwent a laparoscopic right salpingectomy on (B)(6) 2010 and a laparoscopic supracervical hysterectomy with left salpingectomy on (B)(6) 2010. There were 5 exposed coils on the left. However, the device itself did not deploy despite proper technique with the roller and deploy button. Therefore, a 3rd device was obtained and placed again into the right cornual area without resistance, upon deployment of the device 3 coils were observed on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. X-ray - on an unknown date: abnormal (B)(6) 2010, biopsy-fibromyalgia and chronic pain on (B)(6) 2010, pathology report- tissue/diag- fallopian tube (right biopsy) / segment of fallopian tube with focal acute inflammation and para tubal cyst. Fallopian tube (left) / fragments of markedly cauterized tissue compatible with tubal origin. Clinical information- abdominal pain. Gross- the tube is not dilated and no adhesion is seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain (confirming pelvic pain), fibromyalgia. Most recent follow-up information incorporated above includes: on 5-feb-2018: medical records received: medically confirmed case, medical history, concomitant medications were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had lodged into the walls of her uterus/ perforation of her uterine lining/device had perforated the uterine wall/ uterine perforation/perforation"), abdominal pain ("severe abdominal pain/ abdomen pain-severe"), genital haemorrhage ("excessive bleeding/ unusual bleeding/ abnormal bleeding/bleeding") and procedural haemorrhage ("there was also bleeding which resulted in two stitches being placed into her cervix.") In a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "insert a third device into her fallopain tube" and device deployment issue "second device was unable to be deployed". The patient's past medical history included fibromyalgia, depression, gravida ii, parity 2, multiparous on (B)(6)2009, live birth on (B)(6)2010, endometriosis externa, opioid use disorder, carpal tunnel release, r sciatica, laparoscopy in 2004, drug allergy, tonsillectomy, narcotic abuse, myringotomy, discogram in 2006 and steroid therapy in 2006. Narcotic abuse, prescription medication addiction. The patient smokes 1/4 pack of cigarettes a day. Previously administered products included for an unreported indication: discogram wf steroid injections in 2006. Concurrent conditions included obesity, inflammation (segment of fallopian tube with focal acute), paratubal cyst (para tubal cyst), migraine, pelvic pain female (after essure placement.), pulmonary congestion, anesthesia, drug allergy and cigarette smoker (1/4 pack of cigarettes a day). Family history included hypertension (father, sibling, grandparent), osteoporosis (mother) and diabetes (grandparent). Concomitant products included ibuprofen, lorazepam (ativan), methadone, oral contraceptive nos since (B)(6)2010, oxycocet (percocet) and oxycodone. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic pain/ pain") and mental disorder ("various mental health issues/caused or aggravated any psychiatric or psychological condition"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, 16 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), swelling ("swelling nos"), fibromyalgia ("exacerbated fibromyalgia symptoms"), depression ("exacerbated depression"), arthralgia ("chronic joints pain") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery (underwent hysterectomy) and surgery (underwent hysterectomy). Essure was removed on (B)(6)2010. At the time of the report, the uterine perforation, abdominal pain, mental disorder, arthralgia and investigation noncompliance outcome was unknown, the genital haemorrhage, procedural haemorrhage, pelvic pain and swelling had resolved and the fibromyalgia and depression had not resolved. The reporter considered abdominal pain, arthralgia, depression, fibromyalgia, genital haemorrhage, investigation noncompliance, mental disorder, pelvic pain, procedural haemorrhage, swelling and uterine perforation to be related to essure. The reporter commented: plaintiff stated that she underwent a laparoscopic right salpingectomy on (B)(6)2010 and a laparoscopic supracervical hysterectomy with left salpingectomy on (B)(6) 2010. There were 5 exposed coils on the left. However, the device itself did not deploy despite proper technique with the roller and deploy button. Therefore, a 3rd device was obtained and placed again into the right cornual area without resistance, upon deployment of the device 3 coils were observed on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. X-ray - on an unknown date: abnormal (B)(6)2010, biopsy-fibromyalgia and chronic pain on (B)(6)2010, pathology report- tissue/diag- fallopian tube (right biopsy) / segment of fallopian tube with focal acute inflammation and para tubal cyst. Fallopian tube (left) / fragments of markedly cauterized tissue compatible with tubal origin. Clinical information- abdominal pain. Gross- the tube is not dilated and no adhesion is seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain (confirming pelvic pain), fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet- she was not recovered from the events fibromyalgia and depression and pain, bleeding, cramping and swelling all completely subsided. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.